Event description:
The customer reported that the acquired images are being displayed in reverse order.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a f/u report to the FDA. (B)(4).